Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to the manufacturer's service center for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device's rubber feet, cable clamp, rear enclosure and handle were replaced due to physical damage. There were no critical errors observed in the device's downloaded event log. During final testing the device failed the lcd backlight, lcd screen and lcd brightness test steps. The screen was unable to be viewed. The system board needs to be replaced to address the issue. The device was disqualified from recertification and will be scrapped.